Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the continuous glucose monitor displayed an intermittent antenna icon. No injury or medical intervention was reported. The complaint device was returned for evaluation. The device passed both exterior visual inspection, in addition to the global transmitter final functional tester as well. The reported fault could not be reproduced with the transmitter. The customer complaint could not be verified. A root cause cannot be determined.